Manufacturer narrative:
D10: 02-010-01-0320 - logic femoral ps cem right sz 2. 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 200-02-35 - three peg patella 35mm. 999 - femoral stem.

Event description:
The following actions were taken: approximately 5 years and 9 months post-op the patient underwent arthroscopy and debridement with a biopsy. Approximately 8 months later, the patient was reviewed in clinic and has been listed for revision of the right knee +/- poly exchange alone. Finally, the patient underwent revision surgery in late summer of 2023. The outcome of this event is now considered resolved and the clinical study report indicates that this event is definitely related to the device and definitely not related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.